Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, it was reported that during preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, it was reported that during preparation of an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no patient contact.